Event description:
When the physician inserted the catheter, it did not provide icp readings. The physician removed the catheter and replaced it with a second one of the same model number. The replacement catheter worked as it should. The pt required a brain scan a few days after, the second catheter was placed. Reading the pictures of the brain scan, the physician noticed that the fiber-optic tip of the original catheter had sheared off and remained in the patient's brain. As of january 2006 the tip had not been removed.